Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure; while connecting the pacing leads to the implantable pulse generator (ipg), an issue was encountered with the header set screw. When the right ventricular (rv) lead was inserted into the header port of the ipg, the set screw was tightened using the torque wrench. However, before reaching the expected torque threshold the wrench began to rotate freely and did not further tighten the set screw. Multiple attempts were made to secure the rv lead using the torque wrench, but the same issue persisted and the lead could not be adequately tightened. The ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.